Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported adverse patient sequelae and no reported clinically significant delay. No additional information was provided. Guide wire: sion blue, suoh. Guide catheter: taiga 6f ebu3.5sh, eagle eye platinun. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon refold issues were unable to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Based on functional inspection of the returned device, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal left circumflex with mild calcification and 90% stenosis, a guide wire was placed in the distal left circumflex and a guide wire was placed in the 1st marginal, intravascular ultrasound (ivus) was performed, and pre-dilatation was performed. A 3.0x38 xience prime stent delivery system (sds) was advanced and two inflations were performed (12 atmospheres (atms), 15 atms). Post stent deployment, the sds was unable to be pulled out of the lesion, three inflations and deflations were performed at 6 atms, and by locating and re-adjusting the guiding catheter, the sds was able to be withdrawn from the patient anatomy. Reportedly, there was no resistance felt inside of the guiding catheter and the physician suspected that there maybe an anomaly of the device; could not be re-wrapped/re-folded tightly. Reportedly, during withdrawal resistance was caused between the balloon and the anatomy, stent, or guiding catheter. After deployment of the 3.0x38 xience prime stent, plaque shift occurred at the entrance of the 1st marginal. A 2.0x15 rx mini trek dilatation catheter was advanced toward the 1st marginal; however, it could not cross the proximal left circumflex. The 2.0x15 rx mini trek dilatation catheter was withdrawn from the patient anatomy and a non-abbott dilatation catheter was advanced, slight resistance was met; however, the non-abbott dilatation catheter was able to cross the lesion. Another non-abbott dilatation catheter was advanced to the distal left circumflex, kissing balloon technique was performed to successfully treat the plaque shift, and the procedure was completed.